Manufacturer narrative:
The steris service technician completed the table repairs, tested the table, and confirmed it to be operating properly. The technician returned the table to service and no additional issues have been reported.

Manufacturer narrative:
Through follow-up with user facility personnel present at the time of the reported event, the steris technician learned that the table was commanded to "return to level" via the hand control; however, the table did not respond. The user operating the hand control began to activate several buttons on the hand control to attempt to position the patient to level as desired. During the sequence of multiple button activations on the hand control, the table's leg section was moving upward, and the right leg section shaft slid out from where it was inserted within the table's receptible. As the leg section began to disconnect the patient began to slip. User facility personnel were unable to confirm if the patient contacted the floor. The steris service technician inspected the 4085 surgical table and found the table including the leg sections locking mechanism to be operating properly. The technician noted that top assembly (board) of the table leg section assembly was broken/cracked in the location above the left locking shaft. He also noted the green polymer insert of the left leg end plate assembly was partially extruded from its proper installed location. Based on the description of the event by user facility personnel and the technician's inspection, the reported event is attributed to user facility personnel not properly attaching the leg sections to the table prior to use. As the leg sections were not properly installed prior to use, this allowed the components to sustain the damage observed by the steris technician. The 4085 surgical table operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Before using any accessory, ensure it has been installed properly. Warning - pinching and tipping hazard: patient injury may result if the operator of this table is not completely familiar with the controls for patient positioning and table operation." It should be noted that the table operated as designed to not respond to the level command while in reverse orientation. The operator manual further states, "note: when using level function, note the following: 1) when operating in reverse orientation, level function does not operate." A steris account manager completed in-service training on the proper use and operation of the 4085 surgical table. The technician removed the table from service and is awaiting repairs. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure with the patient in reverse orientation their 4085 surgical table "snapped" and the patient fell off the table. No report of injury.